Event description:
After a treatment procedure in which a greenfield vena cava filter was placed, the filter migrated to the patient't pulmonary artery. The patient was asymptomatic during this event. The carrier system was adequately flushed was heparinized saline prior to filter placement. It noted that the contiuous flushing method was not used. The physician reported that the filter did not deploy "normally", but that it "popped" out of the carrier in an unusual way. Flouroscopy revealed that the filter deployed with every second leg tangled. After deployment,the filter moved approximately 1/2 to 3/4 of an inch up the vena cava. The physician pulled it back into place and monitored it for several minutes before determining that it was secure, and that the patient was adequately protected. The patient was transferred to the rec0very room where a routine post-operative chest x-ray revealed that the filter had migrated into patient's pulmonary artery. The patient was transferred to another facility where open heart surgery was performed in order to remove the filter. After the surgery, another greenfield filter was placed. Patient status is currently reported as "good".